Manufacturer narrative:
Section a6: information unknown/not provided. Section b3: date of event: best estimate date is between 7/21/2023-9/13/2024. Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient had bilateral preloaded multifocal intraocular lenses (iols) explanted due to poor distance vision and night glare and halo (dysphotopsia). Daily activities were significantly affected. The patient's post-operative outcome was unknown. No other information was provided. This report is for #2 of the 2 reported events. A separate report is being submitted for each eye.